Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostic, the device resumed normal function. The patient was stable and would continue to be monitored.